Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Crease folding of implant: no observed creases on the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported "the integrity of the left implant is not broken. In the folds of the left implant, the minimum amount of free fluid". This relates to the left side. Device has been explanted, unknown if replaced.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "minimum amount of free fluid."

Event description:
Patient reported left side "in the folds of the left implant, the minimum amount of free fluid". Device status is unknown.

Event description:
Patient reported "the integrity of the left implant is not broken. In the folds of the left implant, the minimum amount of free fluid". This relates to the left side. Device has been explanted, unknown if replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.